Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report is restricted to the received follow-up and x-ray data. An analysis of the available chest x-ray images did not allow any further conclusions regarding the root cause for the clinical observation. There was no indication of a lead malfunction.

Event description:
Ous MDR - after an implantation period of about 25 months, oversensing was reported via home monitoring. The physician decided to replace the lead and the ICD. During the revision procedure it was not possible to extract the old lead. It was therefore not returned to biotronik. No adverse patient side effects have been reported.